Event description:
Unomedical reference number (B)(4). Event occurred in canada on 07 april 2024, it was reported that the patient experienced an issue with one infusion set, specifically that the cannula was bent. The patient noticed symptoms within three hours of insertion, and the site was located on the abdomen. The patient regularly rotates the site location, and the area was not impacted in any way. At the time the issue was noticed, the patient's blood glucose level was 26 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. However, it is important to note that the patient is experiencing frequent and/or recurring infusion set issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.